Manufacturer narrative:
Eval: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: the device history record for this device revealed that this band met all mfg specifications when released to distribution. Conclusion: the surgeon surgically repaired the annulus and the band was successfully implanted with no residual adverse pt effect.

Event description:
Medtronic received info that during the implant of this mitral annuloplasty ring, when the holder retention sutures were cut, the posterior commissure side of the holder could not be released. Due to extra force exerted to remove the holder, the annulus tissue was injured.